Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and had inconsistent pump action. The patient also had difficulty pumping the device. The existing cylinders and pump were explanted and replaced. There were no further patient complications.